Event description:
It was reported that the implantable cardioverter defibrillator (ICD) shocked the patient for supra ventricular tachycardia (svt) while in atrial tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.